Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. No significant event leading to keypad anomaly was observed. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with intermittent button response due to flattened up (creased) button dome switch. Inspected connector on lcd and no unlock keypad connector. Unit was received with cracked case at display window corner and cracked battery tube threads.